Event description:
A physician reports the distance diodes went off during surgery. No pt harm reported and no further info was provided.

Manufacturer narrative:
During the onsite investigation, the wrp board was replaced. Root cause was identified as a faulty wrp circuit board. (B)(4).